Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The device history record could not be completed and no conclusion could be drawn as no lot number was provided. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Event description:
The 4mm self drilling matrix neuro screw head sheared off upon insertion into bone flap. The remaining screw body was left in the bone and the head was discarded. The registrar claims he did not put any additional exertion upon insertion when the head sheared off. The case continued as normal after this happened. This is 1 of 1 report for event #(B)(4).